Event description:
Procedure: liver resection. According to the reporter: a liver resection was done to treat hepatocellular carcinoma. Following the application of a vascular load on the left hepatic vein during a laparoscopic procedure, oozing was observed which then continued to result in massive blood loss. The case was converted to an open case. The pt lost a significant amount of blood and expired in the operating room. The hospital risk manager has stated that allegedly the staple line may have opened and caused the pt death.

Manufacturer narrative:
(B)(4).